Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor displayed a message requesting she call zoll. Later in the call, she noticed service (B)(4). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (B)(4) has been confirmed. Upon evaluation the electrode belt interface receptacle on the monitor was defective causing service (B)(4). The cause for the defective electrode belt receptacle cannot be positively determined. No adverse event resulted from the broken belt interface receptacle on the monitor. The patient received a replacement monitor.